Event description:
Further information was received from the area representative indicating the patient is doing well and no further information will be provided by the treating physician.

Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement due to high lead impedance. Explanted devices were returned to the manufacturer and are being analyzed. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Product analysis was completed by the manufacturer. Analysis of the returned generator revealed that the generator performed according to functional specifications. Analysis of the returned lead revealed that during the visual analysis of the returned portion the 1st quadfilar coil appeared to be broken approximately from the end of the connector bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis of the returned 308 mm portion the 1st quadfilar coil appeared to be broken approximately 27 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the connector end of 1st quadfilar coil break (found at 27 mm) and identified the area as having evidence of a stress induced fracture with mechanical damage, fine pitting and residual material, but unable to conclusively determine the fracture mechanism of the coil break area. Scanning electron microscopy was performed on the electrode (mating) end of 1st quadfilar coil break (found at 27 mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Abraded openings were found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.